Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and alleged that on (B)(6) 2015, there had been a time/date reset issue with the pump. The patient was hospitalized with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache. The blood glucose level was reported to be '3 or 4' mg/dl. The reporter was unable to provide further information. This complaint is being reported as the time/date issue may have caused or contributed to the hypoglycemic event.